Event description:
The customer reported the system and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated contacted the customer and directed them in eval of the system. The system was rebooted and the system operates as intended.